Event description:
About 6 weeks following a synfix procedure at l4-l5 using a large synfix spacer, the 'slip' recurred and the pt symptoms returned. A dexa scan showed a t-score of -3, which the surgeon believes to be the basis of the failure. The synfix screws have sheared through the bone. The surgeon reports that the pt appears to be fusing, so he will not revise the synfix. The surgeon states that has he known the bone density in advance, he would have used pedicle screws. He may try a nerve block and possibly micro-decompression. He is anticipating close observation. This report is #5 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.